Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the hose could not be secured for the device. It was reported that the device was used in surgery but without any pt or user injury reported. There was no add'l info provided.